Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant. Hence rupture is being unreported.

Event description:
Patient additionally reported "there was no rupture" per healthcare professional post surgery. Patient later added post histology report, a "morphological rupture on the left". Patient further reported "granulomas, represented by lymphocytes, macrophages, and giant multinucleated cells" via histology report. Healthcare professional later reported "capsular contracture. Implant is intact. No rupture". Device has been explanted. Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.

Manufacturer narrative:
Clarification to b3 date of occurrence: partial date provided as "october 2024". Clarification/correction to b5 description of event and h6 adverse event problem: a0412 material rupture was reported in the initial medwatch for the event of "suspected rupture", and was later un-reported in supplemental medwatch #1 due to the physician reporting the "implant is intact" and "no rupture". Upon further review of the reported events and the histology performed on the left breast implant capsule, abbvie medical safety has determined that rupture should remain captured in this record due to the histology concluding "morphological signs of implant rupture". A0412 material rupture is being re-reported in this medwatch. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture", "seroma-late", and "granuloma" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Photo analysis: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side "implant jam", suspected rupture", and "seroma" diagnosed via ultrasound and MRI. Patient additionally reported left side "capsular contracture" baker grade unknown. Healthcare professional later confirmed capsular contracture baker grade unknown and reported "granulomas, represented by lymphocytes, macrophages, and giant multinucleated cells" and "implant is intact. No rupture." Histology performed on the left breast implant capsule also showed "morphological signs of implant rupture". Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, capsular contracture baker grade unknown, visibility/palpability.

Event description:
Patient reported left side "implant jam and suspected rupture" diagnosed via ultrasound and MRI. Patient also reported seroma. Patient additionally reported "capsular contracture baker grade unknown." Device remains implanted.